Event description:
The customer went to the doctor for a routine visit. The customer tested blood glucose in the morning before going to the doctor and received a result in the 500's mg/dl. Thirty minutes later, he had a non-fasting lab done with a result around 165mg/dl. The customer had started eating less because of the result. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.